Manufacturer narrative:
User facility voluntary medwatch report was received on 07/26/2012. FDA access number (B)(4). The customer indicated that the device was discarded. Investigation is not complete. This report rep all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received from cdrh that stated: "hospira tubing list #11993-78. Lot #02-522-4w leaked at juncture that is covered by a tube is not a connection point. Second incident of weakness at that juncture another incident occurred where nursing pulled tubing apart at that area. Made assumption was because of force used with this leaking incident, feel it could be a product problem." Upon further query the following info was provided that indicated a separation. The tubing set was to be used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a pump. It was reported that prior to the start of therapy, the tubing separated from an unspecified location from one of the two semi-rigid adapters of the tubing set. The customer contact reported that the nurse was "tugging" on the tubing set while attempting to load the tubing set into a pump. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.